Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Once more detailed info becomes available, a follow-up report will be filed. Zimmer's reference number of this case is cpt-(B)(4).

Event description:
A product liability claim was raised. It was reported that the pt was implanted an unk zimmer hip stem on (B)(6) 2007 on the right side. On (B)(6) 2012, the pt was diagnosed with metallosis. As a result, the pt was revised on (B)(6) 2012.